Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message when loading a cartridge onto the pump. Additionally, the customer reported experiencing resistance when filling the cartridge with insulin. The customer's blood glucose level was 97 mg/dl. Reportedly, the customer was able to load a cartridge successfully.